Event description:
The user facility reported black growth in their system 1e drip pan. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Steris made multiple attempts to schedule in-service training however, the user facility did not respond.

Manufacturer narrative:
A steris service technician inspected the processor and found ½ inch of standing water at the bottom of the system 1e's drip pan. In addition, the technician observed many areas of black which appeared to be growth on surfaces of the drip pan.the technician reviewed the cycle printout subject of the reported event which stated that a processing cycle was initiated and then cancelled by the operator. The technician could not determine if a device was present in the processor during this time but stated the user facility knows to reprocess a device when a cycle faults.the technician cleaned out the drip pan and tray present in the chamber with isopropyl alcohol. The technician returned the processor to service and no additional issues have been reported. The technician returned three days later and the drip pan was clean.the operator manual states (pp.9-1), "daily cleaning and checks- wipe the processor with a soft cloth dampened with 70% isopropyl alcohol." While onsite the steris technician discussed his findings with the facility's biomedical and spd supervisor and the importance of following the proper procedures of daily cleaning.a steris account manager offered in-service training to the user facility which was accepted.